Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 1.0ml 29ga 1/2in bls 400 sg had imprecise plunger. The following was reported, " at the time of the aspiration of the insulin, the plunger of the syringe was imprecise so that aspiration did not occur. Disregarding the air that was supposed to be inside the syringe, the plunger moved alone down, proving the instability."

Event description:
It was reported that a syringe 1.0ml 29ga 1/2in bls 400 sg had imprecise plunger. The following was reported, " at the time of the aspiration of the insulin, the plunger of the syringe was imprecise so that aspiration did not occur. Disregarding the air that was supposed to be inside the syringe, the plunger moved alone down, proving the instability."

Manufacturer narrative:
Investigation: customer returned (1) loose 1ml, 29g, 0.5inch bd safetyglide insulin syringe. Consumer reported the incident was noticed during the use, in the begin of the insulin aspiration process. The returned sample was examined and tested for flow; the sample failed the flow test. A wire test was then performed on the sample: the wire was able to pass through the length of the cannula. No material debris was observed on the wire as it passed through the length of the cannula, therefore, the cause of the clogged cannula was not able to be determined. After the sample passed the wire test, the syringe was tested for flow a second time and passed; no difficulties were observed when moving the plunger rod. A review of the device history record was completed for batch # 8058850. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (plunger rod difficult to move) the root cause for the clogged syringe cannot be determined since the material that caused the clog is unknown. Root cause cannot be determined at this time as the issue (plunger rod difficult to move) is unconfirmed.